Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2007 and mesh and an obtryx (boston scientific) were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with cystoscopy due to pelvic prolapse with cystourethrocele, uterine prolapse, enterocele, rectocele and stress urinary incontinence.

Manufacturer narrative:
(B)(4). It was reported that after implantation the patient experienced mesh erosion, dyspareunia and abdominal pain.